Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 142 mg/dl. It also reported that display is blank currently and display was not blank less than 30 seconds. Troubleshooting was performed and it was found that the battery cap contact was missing. Customer was advised that battery cap would be replaced. The customer will not be returning the insulin pump for analysis